Manufacturer narrative:
Investigation: the review of the complaints revealed that the reported failure type represents a known event. Machine file data not available. A review of the device history record was not possible as neither the serial number of the concerned device nor the machine files were provided. Attempt to reproduce the failure based on all performed investigations/evaluations the described behavior could not be reproduced because the serial number nor machines were received. Based on the investigations of other complaints and the evaluation of the case ¿s event description a 9040.1 error could be suspected: the 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are many sources of pgm error. Pgm errors result in the described 9040.1 error on the dialysis machine. As this type of pgm error can be caused by different causes, there is currently not a single root cause. A 9040.1 error usually leads to the termination of the treatment and to the stop of the machine. After restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible and is described in instructions for use. The 9040.1 error is considered within the scope of the product improvement. Furthermore, software versions are available for updating the machines. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The residual risk is broadly acceptable.

Event description:
It was reported that a multifiltrate pro machine had a crash during operation alarm during a patient¿s continuous renal replacement therapy (crrt). The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. The sample was reported to not be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine had a crash during operation alarm during a patient¿s continuous renal replacement therapy (crrt). The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. The sample was reported to not be available for evaluation.